Manufacturer narrative:
B3. Date is approximate. Year is confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700 product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine and other unknown drug for non-malignant pain. It was reported that their personal therapy manager (ptm) would get stuck at 90% when trying to connect to the pump and the issue began about 3 months ago. The patient stated that the ptm took 24 minutes to connect and deliver a bolus. The patient also stated they saw service code 353 on the handset. An agent assisted the patient with clearing the data and deactivated the tutorial on the handset. The troubleshooting steps that were taken on the call resolved the issue.